Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 333 mg/dl and sensor updating. Customer current blood glucose was 499 mg/dl. Customer declined troubleshoot for high blood level. The customer got a change sensor and replaced sensor and now she is getting sensor updating. The insulin pump will be returned for analysis.